Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the mother that the customer's act button on the insulin pump was not working. Upon troubleshooting, customer found small bubbles from the tubing and stated the insulin pump was exposed to the shower. Customer was unable to rewind the insulin pump at this time. Customer's blood glucose was 587 mg/dl. Customer was vomiting and had a bad stomach ache. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump received with minor scratches on lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. Insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Drive support disk was inspected and no anomaly was noted.